Event description:
It was reported that a user of the ilet contacted support regarding a suspected infusion occlusion and concurrently reported elevated blood glucose of approximately 270 mg/dl, which decreased to 199 mg/dl after an hour following troubleshooting and education; no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no hospitalization and no long-term impairment. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction, no active alarms, and cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.